Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing , wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.

Event description:
The reporter believed that a particle on the catheter surface caused him an injury resulting in an infection. The patient was treated successfully with antibiotics and has recovered.